Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the unspecified error reported, which was reproduced as a system error 105. System error 105 was confirmed through a review of the event history log and found to be caused by a failed motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump had an unknown error which was confirmed as a system error 105 during internal investigation. It was also reported there was no patient involvement.